Manufacturer narrative:
On (B)(4) 2018, a field service engineer (fse) found that the dell all-in-one computer would not power on. The fse replaced the dell all-in-one computer, loaded necessary software, and verified results were transferring correctly to the laboratory information system (lis). The fse ran quality controls without any issues. The aia-2000 instrument was running without any issues. No further action was required by the fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 31-dec-2018 through aware date (B)(4) 2018. There were no other similar complaints identified during the searched period. The aia-2000 operator's manual under safety precautions, states to contact tosoh service center or local representative when requesting repairs. Improperly performed in-house disassembly, repair, and medication work may result in electrical shock and/or fire. Under 2: system configuration and functionality, the operator's manual indicates: 2.1 system configuration. The aia-2000 automated enzyme immunoassay analyzer is comprised of the aia-2000 analyzer unit (the main unit) and a personal computer (the controller pc) that are linked by an usb cable. The system is designed for the main unit to perform assay operations in response to instructions sent from the controller pc unit. The most probable cause of the reported event was due to a faulty (B)(4) computer.

Event description:
On (B)(6) 2018, a field service engineer found that the dell all-in-one computer on the aia-2000 instrument would not power on. The fse ordered a new all-in-one computer in order to address the issue, which resulted in delay in reporting of patient results for estradiol (e2), luteinizing hormone (lhii), prolactin (prl), and follicle stimulating hormone (fsh). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.